Manufacturer narrative:
Product event # (B)(4). Eval, method, results, conclusion: facility not returning product. (B)(4).

Event description:
During annual pm check the customer found that the output was high on coag 5. Customer was getting between 47.5 and 49.5 watts of output on coag 5. Customer was using a dni 402a esu analyzer with a tna hand piece and footswitch to test. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.